Event description:
It was reported that the ventilator shutdown while it was connected to a patient. There was no patient harm. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The ventilator was examined by our field service engineer. No fault was found with the ventilator. The logs from the ventilator were downloaded and it was put back in service. The evaluation of the ventilators logs show that ventilation was started running on mains. Six hours into this ventilation period, the ventilator was set to battery operation. The alarm ¿limited battery" was activated after 2 hour 7 minutes. Seven minutes later the alarm ¿no battery capacity¿ was generated. 16 minutes later the alarm ¿no slot 2 battery capacity¿ was activated where after the ventilator shut down 30 seconds afterwards. The ventilator was left in the shutdown state until nine hours later when it was turned on again but still on battery. The alarm ¿no battery capacity¿ was generated immediately after turning on and soon after the ventilator was plugged into mains. There was no ventilator malfunction at any time. The cause of the reported shutdown was depletion of battery power after long use on battery operation. The ventilator run for a total of 2½ hours on battery operation and alarmed all appropriate alarms for 24 minutes. These alarms were both visual and audible. No measures were taken to attend to the alarms by plugging back the ventilator into mains.